Event description:
User could not properly place fish, attempted to retrieve device, replaced with a 7fr terumo sheath, dilator and wire were removed. It was then discovered that distal portion of fish sheath tubing had torn off and was inserted into iliac artery. Medical doctor was made aware, flow disturbance was witnessed under fluoroscopy, medical doctor decided to leave in place until subsequent intervention procedure scheduled for the following week.

Manufacturer narrative:
Returned device was examined. Alleged failure could not be duplicated.